Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that a device failed rate accuracy and calibration. There was no reported patient involvement.